Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stenosis is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 7x20 xact stent will be reported under a separate MFR#.

Event description:
It was reported via a study that approximately 7 months post xact stent implantation in the right internal carotid artery (rica), the asymptomatic patient was found to have 80% in-stent restenosis (isr) via ultrasound during a routine follow-up visit. On (B)(6) 2011, a CT angiogram confirmed the isr. On (B)(6) 2011, the patient was hospitalized and the isr was treated with placement of a 7x20 xact stent. The patient experienced hypotension and on (B)(6) 2011 was discharged to home. Although requested, there was no additional information provided.